Manufacturer narrative:
(B)(4)

Event description:
It was reported that the physician's programming system was unable to interrogate a demo generator. Multiple wands and usb adapter cables were used for troubleshooting but the issue did not resolve. Tc reported getting an error message that they cannot locate the device (with a red x). Additional information was received that the physician's programming system was unsuccessful in interrogating a generator during surgery on (B)(6) 2016. Initially, electromagnet interference was suspected to be the cause. However, a different programming system from the facility was obtained and used successfully for the case. Troubleshooting was attempted with the physician's programming system after the case with multiple demo generators. A different wand and serial cable was used with the tablet but the communication was still not successful with the demo generator. A replacement tablet was provided and no issues were reported to have occurred with the new device. The tablet was received on (B)(6) 2016. Analysis is underway but has not yet been completed.

Event description:
An analysis was performed on the returned tablet and the reported allegation was not verified. No software anomalies were identified during the analysis. During the analysis, it was identified that the tablet was unable to establish communication with a known good generator. The cause for the anomaly is associated with a defective main board. Once the board was replaced, no further anomalies associated with the tablet performance were noted during testing using the ac adapter or the main battery with a full charge.